Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and found the lamp was defective. The fse replaced the lamp to resolve the issue. The fse performed quality control and patient samples, which all passed. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining erratic patient results for multiple chemistries included low density lipoprotein (ldl), glucose (glu), apolipoprotein e (apoe), prealbumin (pab), triglyceride (tg), and uric acid (ua) on their au5800 clinical chemistry analyzer. The customer did not release the erratic results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the initial results for six (6) patients.